Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated on 11/12/2014 with the following findings: review of the black box data revealed consecutive power on reset events recorded on (B)(6) 2014. The battery cap and cartridge cap returned for investigation was intact without damage. On examination, the battery compartment was noted to be cracked at the threads on the side. There is moisture corrosion noted inside the battery compartment. The battery cap was able to fit securely onto the pump and maintain electrical connection. A leak test was performed which revealed a moisture leak at the battery compartment. The pump powered on for investigation and was exercised for 24 hours without power interruption. Investigating did not duplicate the alleged power issue. The pump was found to perform within the required specifications. The pump cover was removed for investigation and did not reveal any moisture corrosion inside the pump¿s interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.